Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, in a patient with right bundle branch block observed in the pre-operative electrocardiogram, the risk of permanent pacemaker implantation was noted. Echocardiogram and angiogram guide were used to examine the results, and via the left transfemoral access, the common femoral artery was punctured. Subsequently, a 14fr non-medtronic sheath was inserted without resistance, and a 22mm non-medtronic balloon was loaded into a 20mm and a pre-implant balloon aortic valvuloplasty (bav) was performed, and the expansion of the valve leaflet (the non-coronary cusp (ncc) bulky calcification had been elevated) was confirmed. Following the bav, the delivery was made without resistance directly above the annulus while maintaining the commissural alignment with the inline sheath. During the first deployment attempt, the valve dislodged at a depth of 8mm, and a complete heart block (chb) occurred. During the second deployment attempt, the depth of the valve placement was shallower than 2mm on the ncc and 1mm on the left coronary cusp (lcc) and the risk of dislodgement was noted. During the third deployment attempt, the placement depth was 5mm on the ncc and 5mm on the lcc. It was noted the chb did not improve but the valve was fully released. There were no changes in the placement depth after the full release. However, the chb could not be restored with the trivial paravalvular leak and mean pressure gradient of 7mmhg observed. The procedure was completed. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0011688316); product type: 0195-heart valves; implant date n/a; explant date n/a, product ID: 22mm balloon valvuloplasty catheter (non-medtronic device); lot #: unknown, section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-26 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2023; explant date product analysis: the valve remains implanted and the dcs was discarded; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that one day following the transcatheter aortic valve implantation via transfemoral approach, a permanent pacemaker was implanted. Eight days later, the patient was reported to be recovering. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.